Event description:
Additional information was received from a manufacturer representative (rep). When asked for clarification, the rep wrote that the exact verbiage of 'prongs from the recharger' was not expressed to the rep. It had just been that there was a shocking sensation in the pocket. The rep did believe that the incident was on in the same. The patient had had no further communication with the rep or their physician regarding the issue, and was believed to be doing fine.

Manufacturer narrative:
Concomitant medical products: product ID wr9220, lot#/serial# unknown, product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. The patient reported their issues connecting their recharger to their battery to a rep. The patient said that they had figured it out, but also mentioned in passing that occasionally, they feel a small shocking sensation in their pocket while recharging. They said that it was not enough to prohibit recharging.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient felt a stinging sensation coming from the prongs on the blue side of the recharger. They had difficulty connecting to the implant with the recharger but were able to start an excellent charging session. They have been charging for about 15 minutes and the stimulator charge level has gone from 10 to 20% while the recharger battery went from 100% to 60%. Troubleshooting was unable to be performed as the patient was charging excellent and did not want to move the recharger in fear of losing the connection and not getting it back. The patient will call back after recharging to review the stinging sensation and have the recharger replaced. 2020-oct-09 additional information was received from the patient: they were able to fully recharge and had no further issues. Patient did not feel that stinging again and didn't plan to replace the recharger at this point and will call in to have it replaced if that happens again. Patient clarified that the stinging had happened when the prongs touched their skin, they were advised to use a thin shirt between skin/recharger, but it hadn't happened again, so they hadn't tried that method. Later patient was asked to clarify the issue/when it occurred: patient stated it was ¿sort of like when you accidentally touch an outlet and get zinged" and that this happen while recharging with the prongs of the recharger on bare skin.